Event description:
It was reported that the patient developed a methicillin-resistant staphylococcus aureus (mrsa) infection where the implants were placed, in the head, neck, tunneling area and implantable pulse generator (ipg) site. A lump was also noted in the neck area where the midline incision site was. The physician confirmed that the infection was not device related. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well postoperatively and the explanted device components were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6) batch: 7085467, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7085471, UDI: (B)(4).